Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. He customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.